Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2015. "After the procedure complete the dr. Viewed the cavity and noted a small perforation on the fundus. He viewed the uterus via laparoscopy and noted a blanching on the fundus but no surrounding tissue showed any sign of damage". It is unknown if intervention was required.